Event description:
It was reported that during l1/2/3 plf, l3/4 plif, l4/5/s tlif surgery a cage was dropped from l4-l5 intervertebral space during insertion. The cage could not be retrieved and the procedure was continued. After the event, patient's blood pressure dropped while inserting needles. The patient's incision was closed and moved to CT room. An angiography was performed which revealed no abnormality in the large vessel. The procedure was then resumed and completed. The surgeon commented that ¿the cage drop was due to his error and the cage would not be explanted until any problems occurred.¿ the events delayed the surgical time more than 60 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.